Manufacturer narrative:
See manufacturer report # 2029214-2020-01278 for the report addressing the death reported in the literature article. If information is provided in the future, a supplemental report will be issued.

Event description:
Baker c, grandhi r, griessenauer cj, et al. Pipeline embolization in patients with posterior circulation subarachnoid hemorrhages: is takotsubo cardiomyopathy a limiting factor? World neurosurgery. 2020;143:e523-e528. Doi:10.1016/j.wneu.2020.08.013 medtronic literature review found a report of that reviewed posterior circulation subarachnoid hemorrhage (sah) patients treated with the pipeline embolization device (ped) in the acute setting and assessed the incidence of takotsubo cardiomyopathy (tcm). A total of 23 patients (9 male, 14 female) underwent ped placement in the acute setting as treatment for posterior fossa sahs during the study period. The patients ranged in age from 24 to 75 years (median 55 years). The article does not state any technical issues during use of the pipeline. Ninety-one percent of patients had complete or near-complete aneurysm occlusion on follow-up imaging, and 16/18 survivors had a favorable outcome. The majority of surviving patients had a favorable mrs at follow-up: 15 of 23 patients (65%) had an mrs score of 0. The following intra- or post-procedural outcomes were noted: - 5 patients died in the perioperative period (22%), 4 during their hospital stay and 1 within 6 months. - 3 of the 23 (13%) patients were diagnosed with takotsubo cardiomyopathy (tcm). All patients with tcm had an ejection fraction on transthoracic echocardiogram that was consistent with cardiac failure. - 1 patient experienced neurogenic pulmonary edema and was intubated but recovered. - 4 patients had a stroke on follow-up imaging; 2 of these were symptomatic and 2 were asymptomatic. - 2 of 23 patients (9%) required retreatment: 1 with an additional ped and another with ped and subsequent open clip placement - 2 patients had intraparenchymal hemorrhage on follow-up imaging; 1 of these lesions was symptomatic.